Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. There was no reported impact to the customer's blood glucose level. The pump was confirmed to be charging at the time of the report. Reportedly the customer would continue to use the pump for insulin therapy.